Event description:
It was reported that the procedure was to treat a lesion in the proximal left anterior descending (lad) artery. During the procedure of the critical lesion in the proximal part of the lad , the 3.5x28 mm device was being delivered to the lesion, but the proximal shaft first kinked and then separated while introducing it into the non-abbott guiding catheter. The device was removed from the vessel, along with the ht balance middleweight (bmw) guide wire. Finally a drug eluting stent was implanted (type unknown). There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: 2 ht bmw gw 190; guide cath: launcher 6f jl 4,0 mdt. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s.